Event description:
Same case as MFR report #: 2134265-2010-05012, 2134265-2010-05013, 2134265-2010-05189. It was reported that during a rotational atherectomy and stenting treatment procedure, patient complications and a death occurred. The patient initially presented with shortness of breath, dyspnea on exertion, severe heart failure and a non-st elevated myocardial infarction and was admitted to the ICU. A cardiac catheterization was performed three days later due to positive troponins where triple vessel disease was discovered. The patient became markedly hypoxic during the procedure; therefore, the procedure was ended and the patient was transferred back to the ICU maintained on oxygen support and integrilin, natrecor and diuretic therapy. The patient developed what appeared to be progressive elevation of renal function and a nephrologist was contacted for consultation. A surgical consult was also performed however the patient was not a candidate for bypass surgery. Two days later, the patient was transferred back to the cath lab for intervention. It was noted that the patient was electively intubated prior to the procedure for shortness of breath and oxygen saturations in the 90's. The lesion was approximately 25mm in length, from the unprotected distal left main (lm) into the proximal left anterior descending artery (lad). The lesion was approximately 70-80% stenosed, and the vessel was non-tortuous. The patient began this procedure with low oxygen saturation levels in the 90's and was therefore intubated. The floppy rotawire guide wire crossed the lesion, and the 1.5mm burr was used. Speeds were approximately 168k to 170k, and following multiple runs the 1.5mm burr crossed the lesion. Images of the lm at this point showed "brisk" flow. The 1.75mm burr was then used at speeds of 162k to 165k, and following multiple runs the 1.75mm burr crossed the lesion. The patient was given levophed, neosynephrine and dopamine due to hypotension, and two unspecified stents, 2.5 x 28mm and 2.5 x 23mm were deployed in the lad. The patient was stable at this point. About 10 minutes later, the patient's blood pressure was dropping and the patient experienced asystole. A code was called and cardiopulmonary resuscitation was performed. The physician tried to treat the patient medically without success. The treatments included advancement of the kinetix guide wire into the diffusely diseased circumflex (cx) artery, placement of an intra-aortic balloon pump and a transvenous pacemaker. The physician took multiple images of the lm and lad, and slow flow was found into the lad, cx, in the opinion of the physician due to the dropping blood pressure. The patient experienced asystole and eventually developed severe hypotension and runs of ventricular tachycardia. Despite defibrillation the patient remained in asystole with no spontaneous blood pressure. The patient expired. The cause of death was documented to be medullary paralysis cardiac arrest secondary to respiratory failure secondary to probable acute myocardial infarction with extensive three to four vessel coronary artery disease with a congestive heart failure, nephrotic syndrome and peripheral vascular disease.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(6) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during initial drain. The home patient (hp) stated he was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained that a se 2240 indicates a large amount of air has entered the setup. The tsr assisted the hp to end therapy and advised to report the alarms to the peritoneal dialysis nurse the next morning. The hp confirmed he would finish therapy manually. No patient injury or medical intervention was reported. No further information is available at this time.